Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to several shorted components. A transformer t104, a diode cr15, a transistor q144, and an integrated circuit chip u6 were all found as shorted.